Manufacturer narrative:
(B)(4). Batch # m9115x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the procedure, the scalpel could not work after using for about 20 mins. Reconnected but the titanium tip was broken during test. It was reported the surgery was interrupted. No patient consequence reported.